Event description:
Pt dl underwent an open repair of the rotator cuff and acromioplasty of the right shoulder. Following the surgery, a pain care 2000 was applied by his surgeon, dr. At surgical center. As alleged in the complaint, the pt claims to have suffered a narrowing of the joint space and a condition called "glenohumeral chondrolysis," which is described as the complete or nearly complete loss of cartilage in the shoulder joint, an irreversible, disabling and painful condition. The complaint also alleges that the continuous injection of medications over time directly into the shoulder joint, routinely causes serious and permanent damage to the cartilage of the shoulder joint. At this time, there is no info available about the pt's medical history or condition, either pre-existing or post operative, the details of the surgical procedure, the medication, dosage or instruction. The exact unit has not been identified except that it was a pain care 2000 which he allegedly used for 48 hours post surgery.